Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
See MDR # 3006425876-2012-00027 for first kit used. It has been reported that on (B)(6) 2012, the chief physician had to place a 2-lumen cvc for a patient who was under administrating medication. A second kit was opened from a different lot and before inserting the catheter, he tested and purged the catheter with a solution of (B)(4). He used both the distal and proximal lumens and the solution came out of the same lumen to the outside. As a result, the catheter was not used for the patient and another kit was opened. See MDR # 3006425876-2012-00029 for the third kit.